Event description:
Information was received indicating that a smiths medical cadd legacy pump alarmed, for cassette not properly attached (while in use with a cadd cassette). It was also reported that infusion was wasted because a new mix had to be made to replace it. The reporter indicated that the issue was resolved when the user took the same cassette and inserted in into her back up pump and was able to continue infusion without any problems. No patient consequences were reported. No adverse effects were reported.